Manufacturer narrative:
Although the user reported that the arm unit stopped performing compressions and flashed a battery warning, no evidence of a battery issue was found in the device log files. The logs indicated that the unit issued a warning due to an operator setup error, as the device was unable to detect an adequate patient load and required adjustment in accordance with the instructions for use (IFU). In this case, a motor timeout error was recorded. This error may occur when the device is unable to complete compressions within the expected cycle time due to slower than normal piston retraction speed. Such behavior can result from patient-specific dynamics or physiology, such as weak or delayed chest recoil. These issues may be further exacerbated when the patient interface pad is not properly adjusted to maintain firm contact with the patient's chest. No device malfunction was identified, and the unit resumed normal operation after the battery was removed and reinstalled. The investigation supports that the device performed as designed, and the event was attributed to use conditions outside of the IFU.

Event description:
A professional customer reported that during a patient rescue event, the automated resuscitation machine (arm) unit unexpectedly ceased chest compressions and began flashing a battery warning indicator. To the crew using the device, it appeared as though the unit had overheated and shut down. After the rescue, the battery was removed and reinstalled, at which point the device resumed normal operation, and the battery appeared to be functioning normally. No patient harm was reported in association with this event.